Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri.

Event description:
New information notes that the patient's condition was the stable before and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion.